Event description:
The user facility reported that during a patient procedure the bolts from their 9" uro-endo extension foot stirrups sheared off and broke. The patients leg fell out of the stirrup, which resulted in a procedure delay. Another extension was connected to the 4085 surgical table and the procedure was completed successfully. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the table and confirmed that the bolts that secure the extension to the table were sheared off and broken. The technician was unable to extract the broken bolt pieces that are left in the mounting holes of the extension; therefore, a repair could not be made. A replacement extension has been quoted. A complaint review indicates this to be an isolated event. Steris is not the manufacturer of the schuremed urology extension. Steris notified the manufacturer, schuremed, of the reported event to internally investigate and evaluate for reportability in accordance with 21 cfr part 803. No additional issues have been reported.